Manufacturer narrative:
Product investigation was completed, and the following fields were updated accordingly: section d-9: device available for evaluation: yes. Section d-9: date returned to manufacturer: 20-jan-2023. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the complaint lens was received coated in viscoelastic residue. The lens was cleaned and, a cut in the lens could be observed. Damage adjacent to the cut, and cosmetic issues near the spare tire were observed. Visual inspection of the customer provided photo revealed that the lens was cut as well. Visual inspection of the handpiece revealed that it was received with the plunger rod fully advanced. The handpiece was disassembled, and the assembly was inspected, no issues with the handpiece could be observed that could cause or contribute to the observed issues with the lens. Complaint issue "cosmetic issues" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the investigation results, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date implanted: not applicable, as the iol was removed and replaced during the same procedure. Date explanted: not applicable, as the iol was removed and replaced during the same procedure. The device was not returned for analysis. Therefore, a visual analysis of the complaint device cannot be completed. A review of the device history record and historical data analysis for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Health effect - impact code: 4631 iol removal and replacement. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported after the diu150 intraocular lens (iol) was in the patient's operative eye, doctor noticed the lens was damaged, it looked like a scratch through the middle of the lens. The lens was explanted and another lens was implanted. No further information is available.